Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the image flickers then blacks out during angulation. The investigation is ongoing. Good faith effort to the customer has been completed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex videoscope camera goes black and display no image when the camera is locked. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and during user handling, the charged coupled device (ccd) unit was damaged and the event occurred. The event can be detected/prevented by following the instructions for use which state: if handled according to the following IFU, the user may be able to detect the event: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.